Event description:
It was reported that the device has corrosion on iui connectors. There was no patient involvement.

Manufacturer narrative:
Omit: a040502 - corroded (1131). Imdrf annex a and g codes and manufacturer narrative. The root cause for the reported issue of an iui corrosion was not determined. The reported issue that there was an iui corrosion could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device has corrosion on iui connectors. There was no patient involvement.